Manufacturer narrative:
(B)(4) title: comparison between biological and mechanical aortic valve prostheses in middle-aged patients matched through propensity score analysis: long-term results citation: european journal of cardio-thoracic surgery 48 (2015) 129¿136 authors: mazen roumieh, fabio ius, igor tudorache, issam ismail, felix fleissner, axel haverich and serghei cebotari. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a study was performed to compare the long term follow up results between middle age patients who had received a bioprosthetic aortic valve replacement versus a mechanical prosthesis. The study took place at a medical center in (B)(6). Between (B)(6) 1996 and (B)(6) 2008, 183 patients had been implanted with either of the devices. The study population included 120 patients (predominately male, mean age 61.5 &#6195; years of age); 60 with a bioprosthetic valve and 60 with a mechanical valve. Among all patients, 13 received a medtronic mosaic surgical bioprosthetic valve (serial numbers not provided). No medtronic mechanical prosthesis were implanted in this study. Among all patients with a bioprosthetic surgical valve, 2 in-hospital deaths were reported (1 due to cirrhosis, sepsis and multi-organ failure, and 1 due to an unexplained asystolic arrest). Fourteen patients died after discharge, seven (7) of which were cardiac-related deaths. None of these deaths were attributed to medtronic product, nor was there any indication that a medtronic product had been implanted in any of these patients. Among all patients with a bioprosthetic surgical valve, adverse events included: one (1) incident of structural valve dysfunction (svd). Information was not provided as to the exact type of svd. Other adverse events included; four (4) incidents of re-thoracotomy due to bleeding, one (1) permanent pacemaker implant, and one (1) incident of patient prosthesis mismatch. Neurologic events included; three (3) incidents of cerebral vascular accident ( cva) and two incidents of transient ischemic attack (tia). Three incidents of endocarditis were reported and were treated with an aortic valve replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.